Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s libre 3 plus sensor was paired to the libre mobile application and therefore could not connect to the ilet application, resulting in a sensor-in-use-by-another-device condition; the agent provided education on correct pairing to the ilet application and the user planned to re-pair and call back if issues persisted. Symptoms included no change in blood glucose as reported. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included complaint handling with user education and troubleshooting through technical support. Investigation of this case revealed that the sensor was already engaged with another device, preventing connection to the ilet system. It was concluded that the event was attributable to use error related to app pairing configuration, and that device function was not affected.